Event description:
The customer reported that the device was rebooting every ten seconds. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was rebooting every ten seconds. There was no pt involvement. The device was evaluated by philips. A defective internal memory card was found. The internal memory card was replaced then the device was returned to the customer site after passing all required testing.